Event description:
It was reported that the patient developed an infection at the lead extension site of the spinal cord stimulator (scs) system. It was noted that there were secretions from the site, it was red, swollen, and the patient had a fever. The lead extension was removed, the patient was prescribed antibiotics, the area was disinfected, and the patient is doing well. It was noted the infection is thought to be related to an external non-sterile device. The device will not be returned for analysis as it was disposed of.

Manufacturer narrative:
D4 - device information: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.the device serial number is not available, as thedevice was disposed of.

Event description:
It was reported that the patient developed an infection at the lead extension site of the spinal cord stimulator (scs) system. It was noted that there were secretions from the site, it was red, swollen, and the patient had a fever. The lead extension was removed, the patient was prescribed antibiotics, the area was disinfected, and the patient is doing well. It was noted the infection is thought to be related to an external non-sterile device. The device will not be returned for analysis as it was disposed of.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4108. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: 2x8 or cable and extension. Unique identifier (UDI) # unknown. D4: device information: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device serial number is not available, as the device was disposed of.